Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- it was noticed that the distal tip - threaded portion of the device was found stripped. It has rounded edges. Hence the complaint is confirmed. A definitive root cause could not be determined, after a visual inspection per guidance provided, it is determined that the device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities device history lot: part: 357.133; lot: 8888521; manufacturing site: haegendorf; release to warehouse date: 11.jun.2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history records review was completed for part: 357.133, lot: 8888521. Manufacturing location: haegendorf, release to warehouse date: jun 11, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. H3, h6: product investigation was completed. It was noticed that the distal tip - threaded portion of the device was found stripped. It has rounded edges. Hence the complaint is confirmed. A definitive root cause could not be determined, after a visual inspection per guidance, it is determined that the device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is synthes sales consultant. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inventory of the tibial nail set on (B)(6) 2019, it was noticed that the threads on the extraction screw for titanium femoral and tibial nails were stripped. There was no patient involvement. This report is for one (1) extraction screw for ti femoral and tibial nails. This is report 1 of 1 for (B)(4).